Manufacturer narrative:
.

Event description:
It was initially reported that the patient had their vns explanted due to it not working, clarification as to what was meant my not working was not clear at that time. Follow-up with the surgeon¿s office indicated that when the generator was interrogated that it was not working. No additional information was known or was provided. Follow-up with the neurologist indicated that they did not manage the patient¿s vns. They did not know who was managing the patient¿s vns or have any additional information to provide. A battery life calculation was performed with the limited programming history shows that the patient was not at end of service. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information has been received that the explanted lead and generator will not be returned to the manufacturer for evaluation. The patient requested the explanted product and they were given to the patient.